Manufacturer narrative:
Evaluation summary: the returned device matched the report, and the incident was confirmed. Investigation revealed no discrepancies in material of manufacturing. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device, but is rather patient related (most likely insufficient bone healing after an implantation period of 78 weeks, contributed by intra-operatively damage of the nail caused by a deviated lag screw step drill). Due to a notching effect, the misdrill most likely had created the starting point of the implant breakage at the lateral edge of the anterior bridge. A more precise statement is not possible with the information available.

Event description:
It is reported by the surgeon to our sales rep that the patient had a g3 nail implanted on (B)(6) 2012. On (B)(6) 2012 control xrays were taken. Patient fell again on (B)(6) 2014 but didn't contact a physician. Three weeks later, on (B)(6) 2014 the patient went to the surgeon, from there they were sent to the hospital for a potential breakage of the implant. Revision surgery took place on (B)(6) 2014 by using a long g3 nail.

Event description:
It is reported by the surgeon to our sales rep that the patient had a g3 nail implanted on (B)(6), 2012. On (B)(6), 2012 control xrays were taken. Patient fell again on (B)(6), 2014 but didn't contact a physician. Three weeks later, on (B)(6), 2014 the patient went to the surgeon, from there they were sent to the hospital for a potential breakage of the implant. Revision surgery took place on (B)(6), 2014 by using a long g3 nail.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.